Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data, which indicated a clot in the integrated multisensor technology (imt) system. The ccc instructed the customer to replace the imt sensor. The cause of the discordant sodium results was due to the imt sensor. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) results were obtained on multiple patient samples on a dimension exl with lm instrument. The na results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.